Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information are in process. Based on the information received patient factors likely contributed to the event; however, the cause cannot be conclusively determined. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted for 13 years, five months, required transcatheter valve-in-valve intervention due to severe symptomatic aortic stenosis. A 23mm transcatheter valve was successfully implanted inside the failing 21mm valve. The patient was noted to be stable following the procedure.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through further investigation, the aortic valve showed thickening and restriction of the leaflets with trans-valvular velocity maximum 4.1 m/s, peak and mean gradients of 69 and 40 mmhg respectively consistent with severe prosthetic aortic stenosis. The patient was noted to have a heavily calcified aorta/porcelain root, pvd s/p bilateral iliac artery stents. Ejection fraction was 55%. Initial echocardiographic inspection revealed a normal functioning transcatheter heart valve with no paravalvular leak.